Event description:
Came out of surgery and noted rash area where mastisol applied to adhere steri-strips and surgical glue. Broke out in hives and rash spread daily. Severe-itching requiring oral prednisone to stop the spread. Doctor confirmed mastisol as the source of the problem (square shape outline where mastisol applied). How was it taken or used: topical. Surgeon applied mastisol to adhere steri-strips.